Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and an electric shock for the patient's atrioventricular nodal reentrant tachycardia (avnrt). Technical services (ts) reviewed device data and found many instances of the ventricular rate being greater than the atrial rate. Ts determined the cause of the inappropriate therapy was the ventricular rate became greater than the atrial rate due to the device undersensing the patient's avnrt. Ts recommended turning off atrial discriminators and using rhythm ID. Ts also recommended extending sudden rate drop (srd). This ICD remains in service. No adverse patient effects were reported.